Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Vessel and aneurysm morphology are unknown. It was reported that the contralateral limb was deployed outside the gate. It was reported that on the proximal end the bifurcated stent had infolded upon its self. A palmaz stent was used to resolve the infolding of the stent graft. In may 2004 after review of the films the decision was made to convert the graft to an aui and perform a femoral-femoral bypass. No clinical sequelae were reported, and the pt is reported to be fine.